Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information, d9: device returned to manufacturer - additional information, d9: date device returned ¿ additional information, g3: date received by manufacturer ¿ additional information, g6 type of report ¿ additional information, h2: additional information, h6: type of investigation ¿ additional information, h6: investigation findings ¿ additional information, h6: investigation conclusion ¿ additional information.

Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).